Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111508 - the dentist reported that 2 months after the dental implant was installed in intraoral region #4 it was verified its non- osseointegration. Twenty-five ncm of primary stability was achieved. Patient presented insuficient bone quality/quantity (bone type iii).